Event description:
During a femur fracture procedure on (B)(6) 2011, the insertion handle did not perform as intended for nail alignment and aiming of the locking screws. The tine on the handle was noted to be deformed at the connection to the nail, which may have prevented the handle from turning, throwing off alignment. Patient implanted with retrograde nail. Nail was rotated and the locking screws did not go through the nail. One locking screw was appropriately placed proximally and 2 screws missed the nail distally. Revision surgery performed (B)(6) 2011 with removal of locking screws and nail. New nail inserted with 3 locking screws. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.